Event description:
Revision surgery was reported due to aseptic loosening of the cup.

Event description:
It was reported that a revision surgery was performed due to implant breakage.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).